Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Upon visual inspection, the screw was severely damaged throughout its surface, and had fractured from the upper part. The screw had slightly deformed from its shank surface, and the threads appeared to be worn and were flattened from some places. The internal hex was highly damaged due to the fracture, and had deformed as well. Visual inspection in comparison to the drawing was consistent with the design of the hexed screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.